Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. This rv lead has not been received for investigation. No additional adverse patient effects were reported.